Event description:
Heparin drip infusing on the patient since admitted. Partial thromboplastin time (ptt) has been therapuetic for several days. New bag hung at approx 1600 was heparin drip infusing at 12ml/hr. At that rate the bag should have finished in approx 21 hrs. At 1700 next day when intake/outputs were being done, it was noted that there was still 70 ml of heparin left in the bag. The bag was supposed to be finished 4 hrs earlier. Burette set was in place on pump and amount infused per pump was the amount that was supposed to have been infused.--------------------------------------------IV pump, tubing and bag switched out for all new equipment.--------------------------------------------======================manufacturer response for sigma spectrum IV pump, sigma spectrum IV pump======================clinical engineering report sent to sigma, no response documented.